Event description:
Carol received a bagged and "newly reconditioned" portable liquid oxygen canister (puritan bennett, helios 850 portable) and quickly noted that the user was in distress. It was determined, using a recently purchased simple flow-meter, that the actual flow rate was one-half of that indicated on the portable dial. It was also noted that when filling the portable canister from the larger liquid oxygen tank, it leaked liquid oxygen at the connector quite badly. We have a back-up helios 850 oxygen canister where neither of these two problems existed. We have noticed in the past that apria healthcare, who supplies our oxygen among other supplies, does not routinely check flow rates for their canisters or through oxygen delivery systems (e. G., ventilators); hence why we recently purchased the flow-meter to assure that carol was getting the flow rate as prescribed by the doctor or demand a replacement from apria. We have been with apria healthcare for many years now and have noticed that these larger oxygen tanks are not sufficiently serviced to prevent leakage. Also other portable canisters that we have received in the past have routinely not delivered the indicated flow rates. We have complained to apria about the problems with the canisters and the large tanks over and over and nothing has been done to improve the situations other than by giving us another device or tank exhibiting the same problem; so it's getting very frustrating and hence this need for this complaint letter. Respiratory failure as a result of having polio and so requires a ventilator and oxygen 24/7.